Event description:
It was reported that during a gastric bypass procedure, after several firings they were unable to reload the device. The reload would not properly seat in the jaws. After the case, it was determined that the silver pan from the reload became undetached and was seated in the jaw which prevented the new reload from seating properly in the jaws. A different device was opened to complete the case. There were no patient consequences. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of this batch.